Manufacturer narrative:
Sample was returned to (B)(4) on march 2, 2015 and sample eval/inspection was completed on march 9, 2015. Visual inspection of the returned catheter confirmed one spline broken at distal end. There is no introducer damage, no pebax damage, and no missing parts were observed. As of march 2015, further investigation is being conducted at topera. Records of the raw material used to manufacture this lot were also reviewed and no abnormalities were found. No evidence of mfg defects were found based on the visual inspection and batch record review performed.

Event description:
Topera complaint (B)(4) was received for one 60mm mapping catheters that exhibited one broken spline at the distal end of the catheter at (B)(6). The firmap 60mm mapping catheter used to map the pt's left atrium was observed to have one spline broken from the distal tip during cleaning of the catheter 2 hours after the procedure. No abnormality was observed during the procedure and the physician did not observe any spline being out of place during the procedure via x-ray or ice.